Event description:
Multiple inappropriate shocks were reported. The patient was transported to the emergency room and hospitalized. The lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead was explanted on (B)(6) 2023.

Manufacturer narrative:
The lead was explanted on (B)(6) 2023. Upon receipt, the lead under complaint was found cut 51 cm proximal to the lead tip. The distal lead fragment was available for analysis. During the visual inspection the lead fragment showed multiple signs of abrasion. In particular between 8 cm and 12 cm proximal to the lead tip the insulation was found rubbed through. The conductor cable to the ring electrode was fractured. This damage can be considered the root cause for the reported oversensing with shock deliveries. Based on the characteristics of the observed damage it is reasonable to assume that the lead had been subject to severe mechanical stress during the implantation time of more than 9 years. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.